Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, an investigation on the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on april 23, 2025. The final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the similar product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. There is no indication for a material-, manufacturing- or design-related failure. The root cause of the reported issue can most likely be traced back to a usage-related failure. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported whilst doing a transurethral resection of a prostate, one of the wires on the bipolar loop 2 wires in one loop snapped. Surgeon retrieved the broken wire with a biopsy forceps. Surgeon and scrub nurse thoroughly checked the retrieved wire was intact and complete. Surgeon and scrub nurse confirmed no part was missing or left inside the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).